Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Technical services discussed options with the health care professional, including increasing the out of range value. The lead remains in service. No adverse patient effects were reported.